Event description:
New information received notes the patient presented for an additional follow up in clinic and capture threshold was confirmed to be stable. However the pacing impedance trend was increasing. The physician decided to keep the lead monitored via remote monitoring. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-18833. It was reported that non sustained oversensing (nso) and an increase in capture thresholds was received on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician suspected the cause of the nso was the increased capture thresholds or loss of capture. Programming changes to increase output were made. The patient was being monitored. The patient was stable.